Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant attempt, the implantable pulse generator (ipg) device exhibited a pacing problem. Several stimulations were observed at 60 beats per minute, then seconds later it stopped stimulating. The connection was unscrewed and rechecked; showing no anomalies. The issue persisted after reconnection. The physician decided to remove and replace the implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.